Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated an r-wave amplitude measurement issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. Right ventricular lead had high/undefined svc coil impedance. The r-wave was noted to be diminished. X-ray indicated that there was a slight crush/squash above the sleeve head. The lead was capped and replaced. No further patient complications have been reported as a result of this event.